Event description:
It was reported that a patient developed a seroma at the generator site shortly after surgery. There were no reports of patient manipulation or trauma that could have caused or contributed to the seroma. The site was treated with sterile aspiration and the issue completely resolved.